Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained post-paced t-wave oversensing which led to pacing inhibition. The ICD was reprogrammed. The patient experienced no consequences.